Event description:
Spontaneous call from patient's sister who reports pump sn (B)(4) is just beeping with no error on screen. Had patient try back up pump sn (B)(4) and the same thing happened. Sister is going to mix a new cassette. She had this happen on (B)(6) 2022 as well. She will call back if the new cassette does no work. Not replacing pumps at this time unless patient calls back. Cassette lot number not available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.